Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 11.0, 26.0, and 120.0 cm from the proximal end. The coil was detached from the pusher assembly in the introducer sheath. The outer diameters of the introducer sheath and pusher assembly were measured and were all found to be within specification. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated with force against resistance, or if it is manipulated forcefully at an angle during insertion into a microcatheter, damage such as this may occur. Distal kinks on the pusher assembly will likely cause resistance during advancement. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the feeder branches of a tumor using ruby coils. During the procedure, the physician met resistance while attempting to advance the ruby coil through a px slim delivery microcatheter (px slim) and it was removed. The procedure continued using a new ruby coil and pod coils. There was no report of an adverse effect to the patient.